Event description:
It was reported that the user experienced a glucose fluctuation after announcing a meal late following a snack, then entering an additional latent meal announcement when glucose was 324 mg/dl while using the ilet system. Customer care provided troubleshooting and education on announcing meals at the time of eating and within a 30-minute window. Symptoms included a low glucose alert at 75 mg/dl without glucose dropping below that value. Outcomes included no hospitalization and completion of education on proper meal announcement timing. Investigation included a review of use conditions and user technique with targeted education. Investigation of this case revealed that the device functioned as designed and that delayed meal announcements and user handling contributed to the reported hyperglycemia and subsequent low alert. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to late meal entry.